Event description:
The clinician reports the implant was inserted (B)(6) 2017, in ada 13. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.